Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient increased strength to max stim and still reported barely any stimulation. Upon further investigation system diagnostics recorded high impedances on the lead. Troubleshooting took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.